Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on (B)(6) 2016. The battery compartment was found to be cracked and the threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump casing was cracked near the case seal. The audio bolus button was torn, but still responsive. The pump was exercised for 24 hours with no power issues duplicated. There was no evidence of moisture on the internal components of the pump.